Event description:
It was reported that an altitude alarm occurred. There was no reported adverse effect to the customer's blood glucose level. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation.